Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient took all four programs and turned them up to 6. Patient increased stim because he wasn¿t feeling it. During the call, patient was changing programs and settings. Patient was getting symptom relief on program 1 and reported that after changing programs, he had to push harder than normal to go to the bathroom. Patient determined that he was experiencing relief on program 1 and got less volume after voiding. There was less residual volume when he caths. Patient stated the reason for changing programs was to get better symptoms relief. Patient requested print out programming parameters. Patient was advised to follow up with healthcare provider (hcp) to get programming parameters. It was noted that stim was on during the call. Patient indicated he had severe low back injury on (B)(6)1990 and believed that was the reason he needed implant. There were no further complications that have been reported as a result of this event.